Event description:
It was reported by the patient that the implantable pulse generator (ipg) device made the patient's heart beat out of sync and made the patient very sick. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).